Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported chest is "burning and feels hot. Healthcare professional confirmed right side exchange with no complaint against the device. Patient later reported right side deflected and deflating. Device remains implanted.